Event description:
It was reported that the atrial lead dislodged during the night after implant. It was noted that the due to the deep pacemaker pocket, the lead was difficult to position. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.